Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology (barlow disease; thick, (bulky) elongated, and distended; the chords thickened). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted, reducing the mr to 3. The second clip was deployed; however, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A third clip was used to stabilize the slda clip. A total of 3 clips were implanted, reducing the mr to 3 with a good outcome. No additional information was provided.